Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the "flat connector" was loose, causing no image. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus, model cv-170, video system center was returned to olympus for repair. Upon inspection and testing of the returned device, a problem of "no image" was found. This report is submitted due to the malfunction of no image. As this was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. This phenomenon may have been attributed to a loose connector, but the cause of this loose connection could not be further defined. The connector will be replaced. The instructions for use for this device document the following in relevance to the prevention of the reported event: do not touch the electrical contacts inside the video system center¿s connectors by hands. Equipment damage and/or malfunction may result. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor field performance for this device.